Event description:
Elderly resident of nursing home was found deceased with their body hanging from side of the bed, legs on the floor, and head appearing to be stuck between the bed and siderail. A roll belt was still around their waist and tied to the mattress frame.